Manufacturer narrative:
Device was used for treatment, not diagnosis. Synthes was made aware of the event on (B)(6), 2015; however, synthes was not aware of this device until its receipt on sep 1, 2015. The actual date of implant may have been (B)(6), 2015. It is unknown which of the reported screws where implanted on which of the reported dates. (B)(4). Without a lot number the device history records review could not be completed. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent a revision surgery on (B)(6), 2015. During the revision surgery, the surgeon found the bone completely healed on both sides, which is not an expected result for distraction. An osteotomy was performed on the left side and a new distractor (2.0 curvilinear straight distractor) was implanted. The surgeon is going to wait two days then begin distracting 1mm per day for 15 days (starting (B)(6), 2015). An osteotomy was performed on right side so that the unilateral distraction would allow the mandible to pivot. A distractor was not needed on the right side. No additional information is available. Initially, the patient underwent the implantation of two distractors and associated hardware on (B)(6), 2015 and the subsequent implantation of 6 additional screws on (B)(6), 2015 due to plate loosening. The details of this first revision surgery are addressed and were reported under the related (B)(4). During the follow-up visit the surgeon noticed the development of a (B)(6) infection. The surgeon also noticed difficulty with the left side distractor turning and moving. The patient underwent antibiotic treatment and the surgeon planned to remove the distractor after the infection was resolved. The right side distraction was completed and has reached treatment objectives. During the follow-up visit the surgeon noticed the development of a (B)(6) infection. The surgeon also noticed difficulty with the left side distractor turning and moving. The patient underwent antibiotic treatment and the surgeon planned to remove the distractor after the infection was resolved. The occurrence of infection was addressed under related (B)(4). This complaint addresses the details of the revision surgery performed on (B)(6), 2015, the patient condition and planned treatment. This report is 6 of 21 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development evaluation was performed for the subject device (part number 400.456e, 1.3mm ti crtx screw slf-drlg w/plusdrive(tm) recess 6mm, lot number unknown). The subject device was returned showing signs implantation. The returned screw was returned undamaged and intact. The associated drawings for the subject device were reviewed and no drawing issues or discrepancies were noted. The design is determined to be suitable for the intended use when employed and maintained as recommended. The design did not contribute to the complaint condition. Proper use and maintenance for the device is addressed in technique guide. The complaint condition could not be replicated, and the cause of the complaint condition could not be determined from the supplied information. This complaint is unconfirmed. The exact cause of the complaint condition could not be determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.